Event description:
It was reported that during a thermal ablation procedure, the controller continued to display "connect catheter" even after catheter was connected. The umbilical cable and catheter were replaced and the controller displayed the same error. After verification that the connections were properly made, the clinician attempted with a third catheter with the same result. A second controller was borrowed from another account and used to successfully treat patient. The estimated extended surgery time was about 1 1/2 hours.